Event description:
The reported events of "inflammation and infections in different areas of her body ... Bladder infection, intestinal inflammation ... Which have been occurring for a while now", ¿was very ill again for a week with fever ... Like flu¿, ¿left arm ... Hand trembles at rest¿, and ¿infection susceptibility has increased a lot in the last 2 to 3 years¿ are not device related. Patient reported "antibiotics help" with "itchy" symptoms.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "inflammation and infections in different areas of their body (bladder infection, intestinal inflammation)", " itching feeling in their breasts¿, "left arm/hand trembles at rest." "Slight wrinkling of the inner capsule", ¿minimal periprothetical fluid margin¿, and ¿slight folding¿ confirmed via MRI. The device remains implanted. This record relates to the left side.